Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a detachment event with an infusion set where infusion set tubing got detached from connector after being used for 1 day and a half. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.